Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised due to pain, metallosis and pseudotumors.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jun 27, 2017: legal medical records received. In addition to what was previously litigated, patient also alleges limited movement,continues to suffer pain, emotional distress and anxiety and elevated metal ions. After review of medical records for MDR reportability it was reported that the patient was revised to address severe pain, mass in right hip, and leg length inequality. MRI demonstrated a large pseudotumor. On the revision note it was reported that the pseudotumor was encountered in the it band and along the gluteus medius tendon, and in the joint. It appears in gray and very thick in quality. MRI report suggests iliopsoas bursitis. Laboratory values for cobal/chromium are below 7/ppb. No part/lot information provided. This complaint was updated on: jul 11, 2017.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.